Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) medical center in the united states informed cook that on (B)(6) 2021 the straight catheter in a labs-200-j-01 (liver access and biopsy set) from lot 10251687 was sheared off. The failure occurred during a liver access procedure and was not found until after the procedure. An additional procedure was required 3 days later to remove the separated piece with a snare. It was reported that there was no harm to the patient. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection of a photo provided by the customer, were conducted during the investigation. The customer did not return the complaint device for evaluation. The customer sent a photo of the 6 inches of catheter that was retrieved out of the patient. There are 2 inches of the remaining catheter the looks stretched. Additionally, a document based investigation evaluation was performed. Cook reviewed the device master record. There are sufficient inspection activities are in place to identify this failure mode prior to distribution. The design history file contains controls for this failure. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: instructions for use: ¿3. ¿ note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage. How supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot records no related nonconformances. The catheter component subassembly lot did have a nonconformance related to shaft damage. There are controls in place to identify any nonconforming material, and the nonconforming device was scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Based on the information provided, a photo of the complaint device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 29mar2021. The procedure was a transjugular liver biopsy. A few days after the procedure was completed, the physician noticed a possible foreign body on imaging. An additional procedure was performed three days after the first procedure and the approximately 6 cm section of the catheter was snared from the patient. No other adverse effects were reported.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: k171853. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a liver access and biopsy set for an unknown procedure. During the procedure, the catheter "sheared off." Additional information regarding which component sheared, additional event details, and patient outcome has been requested but is currently unknown.